Manufacturer narrative:
The complaint investigator reviewed the returned loa004 locator abutment with a digital microscope and photographs taken. The following is concluded from the review: the abutment is confirmed fractured as reported in the complaint. The locator abutment has minimal wear present on the retaining surface. The component was returned to zest anchors for complaint investigation on (B)(4) 2014. Zest anchors owns the risk management documentation and provided the response. Zest response: zest quality department evaluated the returned part and confirmed the fractured threads during use, the remainder of the threaded portion was found to be in specification with no material defect noted. Since the component was found to have no obvious defects and the remaining features found to be in specification no results or conclusion can be drawn.

Event description:
The dentist reported that the locator abutment (screw portion) fractured.